Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they had preexisting predominately left sided back pain due to herniated and bulging disks, nerve root evasement, and ruthelothesis. Two and a half months ago the consumer suddenly developed new right sided back pain that was gradually getting worse. Currently the consumer was going to be getting an MRI for the pain which was related to their device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.